Manufacturer narrative:
E1: initial reporter facility name: (B)(6) clinic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified large volume infusor had drug remaining after 48 hours. This was observed during patient infusion. The placement of the pump and the temperature were checked with no issues. The device contained 147.5ml normal saline and 4775mg (95.5ml) 5-fluorouracil for a total 243ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: lot 23f018 was manufactured from june 28, 2023 to june 30, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed images of residual fluid inside the device's bladder which suggested an underinfusion may have occurred. Due to the nature of the sample, no further evaluation could be performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.